Event description:
Patient reported "rupture". Later healthcare professional reported "replacement due to rupture". Later healthcare professional reported "small & ptotic breast" considered not device related. This record is for the left side. The device was explanted.

Manufacturer narrative:
Device analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening and observed one opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ ptosis: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Later healthcare professional reported "replacement due to rupture". Later healthcare professional reported "small & ptotic breast" considered not device related. This record is for the left side. The device was explanted.